Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure an error message (unspecified) was generated by the aquabeam robotic system. The error message could not be cleared after multiple troubleshooting steps; therefore, the aquabeam handpiece was replaced with a new handpiece device and the aquablation procedure was continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10 additional manufacturer narrative: three (3) good faith attempts were made to retrieve the device; however, the aquabeam handpiece was not returned for investigation. A review of the aquabeam robotic system event log files confirmed that "e22 - motorpack error" and "e23 - motorpack error" were generated during the aquablation procedure. A review of the device history record (DHR) ab2000-b/serial number (B)(6) and associated aquabeam handpiece/ lot number 22c00007 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Although the reported failure was confirmed during the review of the event log files, the root cause was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.